Event description:
The physician coil embolized the patient's lsa. The patient is recovering.

Event description:
A valiant stent graft system was implanted for the treatment of a pre-operative descending aortic dissection 250 mm in length. It was reported that the devices were implanted successfully. The following night the patient went into respiratory arrest. Six days later the patient was still intubated and the post cta now shows a type I endoleak. The physician purposely covered the lsa; a carotid/subclavian bypass was performed. It appears as though the leak is coming from a vertebral <(>&<)> collateral branch proximal to where the physician ligated the lsa. The physician is going to attempt to re-access the lsa and coil embolize the proximal portion to close off the endoleak. No additional clinical sequelae we observed and the patient is fine. A review of returned films pre-implant revealed that the patient had a dissection that extended from the lsa to the iliacs. There is an 8cm max diameter taa in the descending thoracic. The max diameter taa is 7.5cm. Contrast is seen in the aneurysmal thoracic arch, near the proximal section of the stent graft. The cause of the endoleak could not be determined, but may be due to back-filling from the lsa.

Manufacturer narrative:
(B)(4).